Event description:
The wife of an (B)(6) male pt called zoll customer support that her husband had passed away while wearing the lifevest. She alleged that the lifevest did not alarm or treat the pt. Upon arrival, paramedics removed the lifevest to manually shock the pt. The pt later passed away at the hospital.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation both the monitor and belt were fully functional. Analysis of the event shows therapy electrode placement fault flags prior to the event. ECG recordings show a paced rhythm with varying heart rate (60-120 bpm) that turns to dual-lead signal artifact. There were short periods of clean ECG signal, but the signal artifact dominated both leads until the end of the recording. No ventricular arrhythmia was observed. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Dual-lead signal artifact, possible from poor contact of the therapy pads and electrodes, interrupted the lifevest's monitoring of the pt's cardiac signal. Subsequent monitoring of the pt's rhythm was not possible due to device deactivation by the paramedics. Device manufacture date: monitor sn (B)(4) mfg 03/2010. Electrode belt sn (B)(4) mfg 10/2010.